Event description:
Physician was performing an angiogram and began to use the minirail balloon. It collapsed while inside the patient. The physician was able to recover the balloon. There was no injury to the patient.